Event description:
It was reported that during implant attempt, after the lead was positioned and screwed into the ventricle the helix fell out. On an x-ray, the helix was seen in tissue about 2 cm away from the lead tip, and it was thought that there was some thin wire connecting them. The lead was explanted but the helix remains in the mid septum ventricular tissue. A new lead was then implanted. No patient complications have been reported as a result of this event, and the patient's status was reported as "stable".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: helix fractured; full lead was returned and analyzed.